Event description:
Material #: 305916 batch#: unknown. It was reported that the bd safetyglide needle was clogged/blocked. The following information was provided by the initial reporter: ahs mdip reference number (ID): 42157. Date of incident (yyyy-mm-dd): 2024-05-25. Site name/location: thornhill community health centre. Level of harm: minimal harm. Ahs optional report to cmdsnet (health canada): incident details: dtap-ipv vaccine was being administer to client and the syringe and needle had burst, separating from each other. The needle left into the arm of the client, detached from the syringe. The vaccine had sprayed all over the writer, parent, and client being immunized. Possible blocked needle? Impact of incident: another vaccine had to be administered causing an unnecessary poke to the client. Device name/description: needle hypodermic safety 25ga x 1 in. Manufacturer: becton dickinson canada inc. Manufacturer code/model: 305916. Serial or lot number: unknown. Device expiry date (yyyy-mm-dd): unknown. Supplier catalogue number: 308-305916. Was the device retained? No. Additional information provided: was this noted on the first use? No. I've been vaccinating since 2012. ¿ were you able to draw up solution and then unable to expel? No. While trying to give the vaccine, the pressure made the needle and syringe separate. ¿ is there any visible blockage? No. ¿ any adverse event or serious injury reported to patient or healthcare professional? No ¿ any physical sample or photo available for investigation? If yes, are you able to provide the address of the facility for us to ship the return label? No. ¿ any picture of this complaint? No. ¿ please confirm whether there was any patient impact. I did. No patient harm. ¿ please provide batch number. I cannot provide a batch number of the syringe. All of the information that I have and pictures have been sent.

Manufacturer narrative:
As no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be confirmed. Based on the limited investigation results, a cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.